Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. A4: weight was requested, but not provided. B3: date of event was requested, but not provided, therefore the date the article was available on line (august 19, 2021) will be used. D6: date of implant/explant requested, but not provided, therefore the date gore aware (B)(6) 2023 is being used. H3: review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided and the device was not returned to gore. H6 - code 4111: additional information regarding the event were requested from the physician. The provided additional information is captured in the event description. The IFU for gore-tex® suture warns ¿this device is contraindicated for use in ophthalmic surgery, microsurgery, and peripheral neural tissue.¿ and ¿the safety and effectiveness of this suture in peripheral neural, microsurgical and ophthalmic applications has not been established.¿ possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature publication was reviewed: ¿gore-tex suture exposure following transscleral fixation of an intraocular lens¿. Https://doi.org/10.1016/j.jcjo.2021.07.009. Canadian journal of ophthalmology, volume 57, issue 4 august 19, 2021. According to a case report published by pollmann et al. [2021], a 60-year-old woman with a medical history of rheumatoid arthritis and idiopathic panuveitis. Her surgical history that included pars plana vitrectomy [ppv], epiretinal membrane peel and cataract surgery at age 49 with repeat ppv procedure with sutured transscleral fixation of an intraocular lens for a dislocated posterior chamber iol [intraocular lens] 4 years ago. She presented a 1-month history of foreign-body sensation and redness in her right eye. ¿the photograph of the right eye showed focal erosion of the conjunctiva temporally [right] and nasally [left] where the gore-tex cv8 suture [gore-tex® suture] is exposed.¿ the examination demonstrated exposed gore-tex cv8 suture with conjunctival breakdown. The patient underwent repeat ppv with removal of the iol and sutures. Three-month postoperative period was uncomplicated. ¿conjunctival erosion, suture exposure, and resulting risk of endophthalmitis are important potential complications of transscleral fixation with gore-tex suture.¿ further details regarding the gore-tex® suture were not provided.